Event description:
On (B)(6) 2012, the reporter contacted animas alleging that she has had problems with cartridges leaking and air bubbles in the cartridges since (B)(6) 2011. The reporter stated that she has had her pump replaced in the past for this issue. Since her pump was replaced, she has had 3 additional occasions of cartridge leaking in the new pump. The reporter stated that there was insulin in the cartridge compartment when the cartridge was removed. The reporter denied bubbles being present at the time of supply set up, but notes air bubbles in the cartridge now of significant size. The reporter stated that there is no obvious deformity in the cartridges and that the black "o" ring appears normal. The reporter denied cracks in the cartridge and confirmed that the tubing is not cracked and was securely fastened to the cartridge, but not over-tightened. There was no patient impact associated with this complaint. This complaint is being reported because the alleged malfunction remained unresolved at the conclusion of the call.

Manufacturer narrative:
(B)(4) - device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.

Manufacturer narrative:
The insulin cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.